Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016.

Manufacturer narrative:
Follow up #2 submitted: 11/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated by product analysis on 10/12/2016 with the following findings: on investigation, the pump was powered on and the display screen remained blank. Investigation of the alleged keypad button issue was not able to be completed due to the blank display screen. On examination, the keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for further investigation, revealing moisture damage to the printed circuit board and the continuous glucose monitoring module, the display flex connector and the keypad flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked in multiple places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.